Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they experienced high blood and their insulin pump had blank display. The customer¿s blood glucose level was 434 mg/dl. The customer was treated with needle. The customer wants to know how she can reset pump it happened (B)(6) 2018 that she can't keep the pump working. The customer also states the pump was exposed to sweat. The customer went through different troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify allegation of device deficiency anomaly due to buttons not responding. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.